Manufacturer narrative:
(B)(4). The customer returned one unit 5-10115 et tube, cf, 7.5 for investigation. Visual examination of the returned device revealed that t he sample appears used as there is biological material present on the device. No defects or anomalies were observed. Functional inspection was performed to attempt to inflate and deflate the cuff on the returned et tube. A lab inventory syringe was filled with air. Then the syringe was connected to the pilot balloon. Using hand pressure, air was injected through the valve. Upon injection of air, the balloon cuff was unable to stay inflated. The et tube was submerged under water and an attempt to inflate was made to detect any additional leaks. Upon injection, the et tube leaked from a hole in the middle of the cuff. No other defects or anomalies were observed. (Con't) other remarks: the instructions for use (IFU) for this product was reviewed as a part of this complaint investigation. The IFU states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction is a detected in any part of the system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated. The tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation." The reported complaint of "syringe removed and cuff deflated" was confirmed based upon the sample received. The returned et tube was found to have a hole in the balloon cuff which prevented it from being able to stay inflated. A DHR review was performed with no evidence to suggest a manufacturing related cause. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It is unlikely that this type of damage was present at the time of manufacturing. Therefore, based upon the damage observed, it was determined that operational context caused or contributed to this event.

Event description:
Customer complaint alleges "when the cuff was inflated and the syringe was removed the cuff began to deflate". It was reported that another device, with a different batch, was opened for use with no issue. As reported, patient involvement was unclear. There was no report of patient harm or consequence.

Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned to the manufacturer at the time of this report. Samples were taken from the current production, the cuff from the samples were inflated and left for four hours, after this time samples were checked to verify if any leak was present however all samples were still fully inflated, defect reported was not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. Record assessment review (fmea), revision of d005120 rev 01, was performed and the failure mode is already included. No update is required. Customer complaint cannot be confirmed based the information received and the above results. No corrective actions can be assigned. In to perform a proper and thorough investigation to confirm the alleged defect reported and determine the root cause, it is necessary to receive the device sample. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges "when the cuff was inflated and the syringe was removed the cuff began to deflate". It was reported that another device, with a different batch, was opened for use with no issue. As reported, patient involvement was unclear. There was no report of patient harm or consequence.